Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following intraocular lens (iol) implantation, the patient was not happy. Patient could not see anything close up or at night. The lens was removed and replaced with another lens in a secondary procedure. Mechanical complication of interocular lens was cited as clinical reason for explant. Additional information has been requested.